Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: g3, g6, h2, h6, h11.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, minimal bleeding occurred following the firing of a sureform 45 curved-tip stapler instrument with a sureform 45 white reload. The surgeon attributed the bleeding incident to the stapler instrument. Despite a white stapler reload being physically loaded, the system display indicated a sureform 45 blue reload was equipped. Additionally, the stapler instrument paused multiple times during firing, requiring repeated compression to complete the sequence. The resultant staple line appeared insufficient, resulting in ¿oozing¿ bleeding from the v1 and v2 pulmonary venous branches. Hemostasis was achieved by cauterizing both the proximal and distal stumps with a ball electrode. Additional hemostatic measures were taken, although details of these interventions were not provided. No blood transfusion or additional tissue resection was required. The procedure was completed robotically, and the patient did not experience any postoperative issues. There are no concerns regarding long-term complications related to this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 45 white reload to perform failure analysis. A review of the stapler log shows that the sureform 45 stapler instrument (lot number: k13250515-0343), was installed on the system 10 times and fired 9 stapler reloads (1 white, 2 blue, 1 white, 1 blue, 2 green, 2 blue, in that order). On installs 1, 3, 5, and 7-10, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 4, a white reload was installed, however no clamping or firing was attempted. On install 6, the first clamp was successful, but was followed by a firing failure. The firing stopped after 2 pauses for compression. After install 10, the instrument was removed. A review of a customer-provided video shows a sureform 45 curved-tip stapler instrument installed on universal surgical manipulator (usm) #3. The stapler instrument initializes and detects the stapler reload color as a sureform 45 blue reload, as indicated by the text ui in the usm #3 armpod at the bottom of the screen. No stapler reload detection guided user interface (gui) prompt appears, which would require the surgeon to manually confirm the stapler reload color on the surgeon side console (ssc) touchpad. When the stapler jaws are brought into the surgical view, the actual stapler reload color is a white stapler reload. The surgeon positions the jaws around the target vessel, clamps successfully on the first attempt, and fires the stapler with pauses for compression at 23 mm, 17 mm, and 10 mm remaining. The stapler instrument is unclamped, removed off the transected vessel, and removed from usm #3. A small amount of blood is observed at the proximal end of one side of the staple line on the vessel. A piece of gauze is used to blot the oozing, and the bleeding does not recur. All staples on both sides of the transected vessel appear to be properly formed. Davinci sureform user manual addendums: whether the reload color is incorrectly selected when shown the 'reload type not detected message', or if the system incorrectly identifies a reload color, troubleshooting steps are provided 1) prior to clamping or firing the stapler, ensure the wrist is straightened and remove the instrument from the usm. 2) reinstall the instrument on the usm. 3) if the system cannot detect the type of reload, use the surgeon console touchpad to select the appropriate color reload. Improper reload color selection can result in over-compression of tissue and improper staple formation. Reload colors correspond to specific staple leg heights designed for different tissue thickness ranges. White reloads have a 2.5mm staple height, while blue reloads have a 3.5mm staple height. If a reload intended for thicker tissue (blue) is applied to thinner tissue where a white reload would have been appropriate, there may be slightly lower compression of the target tissue within the jaws, and potential for less effective hemostasis.